Event description:
It was reported that the patient was going to have a battery revision. Due to pocket discomfort, the physician was going to perform two surgeries, one for the removal of the battery, and one for placing the battery. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37081, product type extension. (B)(4).